Manufacturer narrative:
H2: b1, b5 and h6 (device code).

Event description:
Additional information was received indicating that there were no deficiencies or malfunction of the infusion set. The patient experienced a serious adverse reaction of "cellulitis to left upper/lower abdominal quadrant at infusion site" while using the infusion set and received surgical intervention. The end date for this event was (B)(6) 2020. No other details are available.

Manufacturer narrative:
No investigation results on smith medical cleo . Review of manufacturing process on different lot number p/n 21-7231-24, l/n 3949528 revealed no discrepancies out of 32 sample. P/n 21-7230-24 lot number that was used on patient is due for manufacture in the near future. Unknown root cause of event, as no pictures of cellulitis or return of device. Infectious process can be related to aseptic technique and seal of device from foreign body and contamination.

Event description:
Information received that a smiths medical subcutaneous infusion systems/cadd cleo infusion sets may have caused or contributed to a patient developing cellulitis. The reported incident indicated the patient received hospitalization and most likely antibiotic therapy, in which incident did resolved. Cellulitis infection is risk for sepsis to occur, however the incident was reported as once treated the infection resolved. The cellulitis occured in the left upper lower portion of the abdominal quadrant.